Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump was also received with minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube and tube lip and a protruded and loose drive support disk.

Event description:
It was reported that the customer woke up in the middle of the night due to his insulin pump beeping. The customer stated that he was experiencing low blood glucose levels and was not able to use his insulin pump because the buttons were not working. The customer's blood glucose was 45 mg/dl. The customer treated himself with food and drink. Troubleshooting for the keypad anomaly was done. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.